Event description:
Distal embolization. Patient received drug therapy and balloon angioplasty.

Manufacturer narrative:
Additional information: device not returned to manufacturer for evaluation. Suspected problem identified in results and conclusion.